Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was observed to be fluctuating. In addition, it was reported that the battery was not charging when plugged into a usb port on a lamp. The customer's blood glucose level was 130 mg/dl. Ultimately, the pump began to charge and customer continued using the pump for insulin therapy.